Event description:
Additional information was received from a consumer and a device manufacturer representative (rep). The patient was receiving dilaudid at an unknown dose and concentration. The patient had three other medications, but did not know the concentration, dose, or names. The patient's pump "went out" on (B)(6) 2017 and they called the healthcare provider (hcp) on (B)(6) 2017. The patient went in on (B)(6) 2017 and saw the hcp, who said the pump battery went out early and they were going to schedule surgery for pump replacement. However it was stated that the doctor only did surgeries at the clinic affiliated with their office next door, which was not covered by the patient's insurance. It was then stated that they did not know what to do. It was later reported that the pump was still alarming and the patient was in pain. They spoke to four other people and were told by a doctor that their hcp was referring the patient to another doctor regarding a stimulation consult. It was then reported by a rep that he was told that day at the appointment by the hcp that the patient was going to be explanted and that the patient did not want to elect to continue therapy. On (B)(6) 2017 e1b, (con): additional information was received from a manufacturer's representative. It was stated that the incident was described as a low battery reset. The pump was interrogated and the logs were read, the pump was at minimum rate. It was stated no actions could be taken and a pump replacement or explant would be scheduled. There was no cause determined for the low battery reset. It was unknown if the situation was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s representative who reported that the patient was in an auto accident and they did an MRI and the pump "was fried¿ when they did the MRI. The reporter also stated, ¿the battery of the pump was starting to go out due to normal battery depletion and the patient¿s pump ran out of medication and the patient went through withdrawals which happened about 2 years ago¿. Per the reporter, because they had an issue with insurance and then covid they were not able to get the pump replaced. The patient was now seeing a new pain specialist in a month. Per the reporter, the pump medication was dilaudid and 4 other medications which she did not have currently.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for failed back syndrome - other. It was reported that ptm codes (B)(4) and (B)(4) were seen on the personal therapy manager (ptm). It was reviewed that the codes meant pump reset and pump in safe state. No symptoms were reported. The event date was unknown.